Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 unable to request validation code and station was not syncing to mql due to slow internet, and connection was unstable with frequent disconnections. However, there were no delays or adverse events or injuries reported based on this event.